Event description:
It was reported that the patient had experienced twiddlers syndrome. The right atrial lead exhibited low impedance, an insulation breach and had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.